Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. There was no complaint on the product performance. Customer call was a training call. Most likely underlying root cause: mlc-28-there was not enough information to determine the mlurc test strip UDI# (B)(4). Note: several call back's attempts were made by manufacturer to ensure the customer's condition since the initial call; unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file. Manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer condition worsen. Customer report symptoms of fatigue, blurred vision also kidney pain and customer states has hypoglycemic symptoms such as feeling clammy. Customer continued to use meter and its receiving high and low readings. Customer states she spoke to her physician and is aware of her symptoms undisclosed date when she spoke to her physician which will refer her to an endocrinologist and optometrist. Customer states that her medication was changed. See section b for details. To address the new complaint of low and high readings a new complaint (B)(4) was created.

Event description:
Customer called for assistance with setting time and date. At the time of the call, the customer reported symptoms of headache and blurry vision. No medical attention was reported at the time of the call. Customer stated she would call her doctor. Customer disconnect the call.